Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the user facility and based on a review of the risk evaluation summary for the reported device. Olympus was informed that the procedure performed at the time of use was a laparoscopic total hysterectomy and bilateral salpingectomy. The generator used with the dissector is a non-olympus generator (made by force); there was no bleeding reported, and the device failure was noted at the beginning of the operation. No device was returned to olympus. The device was said to have been inspected prior to use and no problem was found. Based on the risk evaluation, the most likely cause of the reported event was the use of a device that is not recommended by olympus, and repeated use of single use device.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly. Not yet returned to the manufacturer.

Event description:
(B)(6) hospital feedback: on (B)(6) 2017, the doctor operate for patients with laparoscopic total hysterectomy and bilateral salpingectomy, when use the medical device to clip tissue, suddenly abnormal fracture of the medical device, cause the doctor couldn't clip tissue, the doctor replaced a new one to complete the operation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information regarding the DHR. The DHR for this product has been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.